Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose value of 477 mg/dl. Customer reported that insulin pump gives the insulin flow block after changing the infusion set. Customer stated that infusion set cannula was bent alarm. Customer was treated with the manual injection. The device was not expected to be returned for analysis.